Event description:
It was reported that the while using the zimmer air dermatome, the 4" width was not smooth and was jumping when using the motor. It doesn't give a good skin graft. There was no report of injury or medical intervention associated with the incident. Clinical followup was unable to obtain additional information from the hospital after many attempts.

Manufacturer narrative:
The device was returned to the manufacturer for repair. The service record indicates that the device is 20 years old the last repair was on (B)(4) 2002, for a non related issue. The inspection found that the unit ran erratically in that it started to run slowly then increased to a normal speed and within specifications. The likely cause of the reported complaint was a failing motor due to a lack of preventative maintenance. A review of salvaged parts showed a heavily corroded drive bearing. This could indicate a reason for the device initially running erratically. All calibrations were within specifications. This is a re-usable device, subject to normal wear and tear, and has not been returned to zimmer for service or preventative maintenance since (B)(4) 2002. The zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventative maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.